Event description:
It was reported that the patient presented in clinic for replacement of their atrial lead. The atrial lead exhibited high lead impedance and high capture threshold. The lead was scheduled to be replaced.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.